Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was unknown if the patient was hospitalized for the event. On an unreported date the patient began treatment with intraperitoneal (ip) injection of vancomycin (2gm, frequency and duration not reported), ip injection of gentamicin (20mg, frequency and duration not reported) and an unspecified "additional medication" (no further information) for peritonitis. The cause of the peritonitis and the patient¿s outcome was unknown. The action taken with pd therapy was not reported. No additional information is available.